Event description:
New information received notes that a subcutaneous implantable cardioverter defibrillator (sicd) was implanted in a procedure on (b)(5) 2021 to address the noise anomaly. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular (rv) lead presented with noise on the electrocardiogram during non-sustained rv oversensing episodes. Programming changes were made. The patient was stable.